Event description:
It was reported that a percutaneous coronary intervention (pci) was performed for a heavily calcified chronic total occlusion (cto) in the proximal to mid segments of the left anterior descending artery (lad). First, an asahi sion blue guide wire was delivered to the diagonal branch, and an asahi sasuke double-lumen catheter was advanced on the guide wire to the lad. As the cto was in the lad, an asahi gladius mongo guide wire was used to successfully cross the lad. As the occlusion was easily crossed with the gladius mongo guide wire, balloon dilation and stenting were performed. While nothing unordinary was observed during the procedure, two traces of markers were observed when the sion blue guide wire was removed. As the markers were presumed to have fallen off form the subject sasuke double-lumen catheter, the physician concluded that the subject catheter had been separated and its fragments were left in the distal segment of the vessel. At this point, the fragment is located in the lad at the apex of the heart. The physician concluded that the fragment would be left in situ and commented "the lad had two lesions one in the proximal lad and a second at the first diagonal branch (d1). The tip of the sasuke catheter must have broken somewhere during the procedure." It was informed that there were no adverse patient effects due to the reported event and the patient was doing fine.

Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: (B)(4). Device evaluation could not be performed because the affected device has not been returned yet. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information, lot history review, and referring to known similar events, it was presumed that tension and/or torsion generated with manipulation of the concomitantly used guide wire and the subject sasuke double-lumen catheter might have been applied to the subject catheter while its distal segment had been caught due to anatomical and lesion conditions. Consequently, the tip segment was detached. It was concluded that this event was not attributed to product quality. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] 6) do not advance this catheter through a heavily calcified lesion. Doing so may damage this catheter or a blood vessel. Heavily calcified lesion means radiopacities noted without cardiac motion before contrast injection generally compromising both sides of the arterial lumen. Moderate calcified lesion means radiopacities noted only during the cardiac cycle before contrast injection. [Precautions] 9) during use, always check and monitor the movement of the distal end of the catheter under high-resolution fluoroscopy. Particular attention should be paid when inserting or withdrawing the catheter into or from stenotic areas and vessels narrower than the catheter. During pci, check if the lumen of the product is not obstructed. [Malfunction and adverse effects] 1) malfunction ~ separation ~ debris from a damaged catheter.

Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: 3003780911. Device evaluation could not be performed because the affected device was not returned for investigation despite more than 3 times of requests by the manufacturer. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information, lot history review, and referring to known similar events, it was presumed that tension and/or torsion generated with manipulation of the concomitantly used guide wire and the subject sasuke double-lumen catheter might have been applied to the subject catheter while its distal segment had been caught due to anatomical and lesion conditions. Consequently, the tip segment was detached. It was concluded that this event was not attributed to product quality. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] 6) do not advance this catheter through a heavily calcified lesion. Doing so may damage this catheter or a blood vessel. Heavily calcified lesion means radiopacities noted without cardiac motion before contrast injection generally compromising both sides of the arterial lumen. Moderate calcified lesion means radiopacities noted only during the cardiac cycle before contrast injection. [Precautions] 9) during use, always check and monitor the movement of the distal end of the catheter under high-resolution fluoroscopy. Particular attention should be paid when inserting or withdrawing the catheter into or from stenotic areas and vessels narrower than the catheter. During pci, check if the lumen of the product is not obstructed. [Malfunction and adverse effects] 1) malfunction separation debris from a damaged catheter.